Manufacturer narrative:
The insulin pump powered up properly and there was no blank display. The device was received with motion sensor test failure during the rewind process due to motor encoder signal out of phase. The device was unable to be tested for motor error alarm and operation currents due to the motion sensor test failure. The device had cracked battery tube threads, broken reservoir tube lip, minor scratches on the lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call motor error on their insulin pump. Customer's blood glucose level is 100 mg/dl. Customer is a brittle diabetic and she is currently in the hospital for a non-diabetes related event. Customer advised that during the rewind process they are receiving a motor error alarm message. Customer also advised that they have a blank display. Customer stated they are unsure how it happened. Troubleshooting for motor error alarm was performed. The customer was advised that the device would be replaced and agreed to return the product for analysis.